Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the patient was having to charge their implant 3 times a day for the last 6-8 weeks because they were having an issue with their back where they had a fusion done and two back surgeries. The patient noted the issue was above and below the fusion area and they were collapsed or herniated which was why they had to charge the implant 3 times a day.